Event description:
It was reported that this bi-ventricular cardiac resynchronization therapy pacemaker (crt-p) has been showing high out-of-range jumpy irregular impedance measurements in the right atrial (ra) channel, likely due to the spring contact issue as the patient has a non-bsc ra lead. Automatic thresholds tests had been successful. Reportedly, the patient reported experiencing symptoms of numbness and tingling in their hands, sort of like when they test leads in office. However, these symptoms could not be explained as the device is working as intended. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this bi-ventricular cardiac resynchronization therapy pacemaker (crt-p) has been showing high out-of-range unstable irregular impedance measurements in the right atrial (ra) channel, likely due to the spring contact issue as the patient has a non-bsc ra lead. Automatic thresholds tests had been successful. Reportedly, the patient reported experiencing symptoms of numbness and tingling in their hands, sort of like when they test leads in office. However, these symptoms could not be explained as the device is working as intended. Some months later, the device recorded failed automatic threshold tests due to low evoke response and over sensed noisy signals that can be related to the spring contact issue that has been observed. The threshold test was finally completed some days after; therefore, they will be monitoring at this point. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this bi-ventricular cardiac resynchronization therapy pacemaker (crt-p) has been showing high out-of-range jumpy irregular impedance measurements in the right atrial (ra) channel, likely due to the spring contact issue as the patient has a non-bsc ra lead. Automatic thresholds tests had been successful. Reportedly, the patient reported experiencing symptoms of numbness and tingling in their hands, sort of like when they test leads in office. However, these symptoms could not be explained as the device is working as intended. No additional adverse patient effects were reported.